Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported a 70-year-old male was implanted with an impella device for mechanical circulatory support. Complainant reported that the patient was being placed on impella cp for hemodynamic support. It was reported that upon completion of intervention, left radial artery had access with wire advanced down descending aorta for bailout if balloon needed. Perclose to impella access was performed, angiogram of subclavian obtained, and small dissection/pseudo aneurysm noted at impella sheath insertion site. Balloon advanced over area of concern, left up for 10 minutes. Re-checked angiogram of subclavian, still oozing. Balloon inflated again for another 10 minutes and covered stent prepped. Stent deployed with great results.

Manufacturer narrative:
The investigation for the vascular damage has been completed. Clinical details state that the patient had heavily calcified iliac arteries so axillary access was used for impella. The damage was noted at the insertion site of the impella through angiogram, but the details about the insertion angle, insertion force, etc was not provided. Therefore, the root cause of the vascular damage - peripheral vessel issue was not determined since product was not returned and insufficient clinical information was provided. H6 component code 4755 changed to 925.